Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alerts to connect cgm or enter bg or dosing stop while the dexcom g6 application indicated paired status, but the transmitter did not successfully pair and remained in pairing state, resulting in loss of automated dosing and a blood glucose of 395 mg/dl; troubleshooting and education were provided, and the user attempted to contact dexcom but the call was disconnected. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing that required user intervention. Investigation included troubleshooting over the phone. Investigation of this case revealed a pairing failure between the dexcom g6 transmitter and the ilet, resulting in cgm data unavailability for the pump¿s dosing algorithm. It was concluded, based on previously established findings for similar reports, that the cause was a communication or connectivity issue between the cgm transmitter and the pump.